Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 2015 was used based on age of patient.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles experienced blockage. The following information was provided by the initial reporter: the insulin is not flowing out of the bd pen needles during injection.

Manufacturer narrative:
H6: investigation summary customer returned photos of a shelf carton and tear drop label of a 4mm, 32g pen needle from lot # 1278338. Customer states that the injection stopped, no insulin would flow, and when needle was removed a few drops of insulin fell and is not sure if she got her injection. No pen needles were shown in the attached photos so it is difficult to determine if there is a related issue with the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles experienced blockage. The following information was provided by the initial reporter: the insulin is not flowing out of the bd pen needles during injection.